Manufacturer narrative:
Additional information was added: the lot was manufactured from september 25, 2019 - september 26, 2019. The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a spike port cap leak at the base of the spike port tubing. The reported condition was verified. The likely cause of the condition is inadequate or lack of cyclohexanone being applied to the admin port connector when it was inserted to the spike port tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Catalogue #: (additional information) - customer reported a 250ml bag, catalogue #: h938737; however the reported lot is associated with a 1000ml bag, catalogue #: h938739. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location; further described as bag arrived "broken". The leak was discovered during delivery and prior to patient use. There was no patient involvement. No additional information is available.